Event description:
The patient experienced increased spasticity with less than 50% relief. The first months of the therapy, the patient experienced satisfying results which gradually declined over months with no effect at all in the end. Neurosurgeons suspected an unknown catheter issue or possible disconnection from the pump. The logs of the pump were checked, and 'nothing was wrong, the same with pump connection'. The hospital was not in favor of using contrast fluid. 'They decided immediately to replace the catheter, because catheter was also not visible under fluoroscopy'. A revision was performed. They opened up both pocket and spinal segment. "Nothing was wrong with the pump connection" leakage of the catheter was suspected. The catheter was replaced.

Manufacturer narrative:
The complete catheter was received in two separate segments. Analysis of the same revealed no significant anomaly; acceptable ca theter testing. Segment 1 was observed to be correctly installed into the pin connector; unclear how it was detached. Segment 2 contained the pin connector and the bi-wing anchor that showed damage to the anchor caused by a slice cut, likely during explant. A very minor damage was observed on segment 1 distal portion of the sc connector, concluded to be most likely done at explant.

Manufacturer narrative:
Product ID 8781, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.